Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the bristles. This component is 510k exempt. This report is being filed as part of the pentax backlog management plan.

Event description:
A new unused cs-c11a disposable cleaning brush began to deteriorate immediately when removed from the plastic bag. The clear plastic bristles of the (fat side) on the brush began to fall out in rapid succession. Description of any actions taken: chip isolated and removed the brush for investigation by qc in (B)(6). The time of event is reprocessing. There was no report of patient harm.